Manufacturer narrative:
The product was not returned, but photographs were received to confirm the complaint. It was noted that the patient labels on the inside of the package did not match the outside packaging lot number as seen in the photos. A review of the manufacturing records was performed for part number 00-1113-140-01, lot 75974340. This lot was manufactured and released into inventory on 10/05/2012, expiry date 09/2017. There were no non-conformances during manufacturing that would be related to this complaint. All testing requirements were met. There was a quality deviation in the production labeling process at hereaus medical. A review of the complaint within the related batch, 45974340, leads to the information that this fault is driven by a quality deviation in the production process. Hereaus' comprehensive quality assurance efforts are reflected by a significantly lower error ratio; however, a deviation may occur. Immediate actions have been taken to prevent this error from occurring again and are as follows: training of the line clearance procedure for all people involved in the line clearance process; at the beginning of the packaging process for each lot, the production line will be inspected by two persons separately. The results will be documented in the DHR of the respective lot.

Event description:
It was reported that the patient label does not have the same lot number as what is on the outside of the palacos box. Additional information received stated the reported event was noticed during billing when the sales representative called in the lot number (75974319) on a patient sticker which did not match the inventory lot number (75974340) located on the outside of the product package. The reported lot number in question was confirmed upon opening the package from the lot number reported. It was stated that there were a total of (B)(6) boxes involved, dispersed between three other hospitals, where it was confirmed that (B)(6) were used in surgery between the three hospitals facilities (the hospital being (B)(6) hospital). Based on the review of the returned information there was no patient harm involved and the complaint is in regards to mislabeling.